Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their stimulator (ins) that was implanted for non-malignant pain. Patient reported poor telemetry or no telemetry with recharging. Patient was having difficulty getting the recharger to charge his implant. Patient was getting the reposition antenna screen on the recharger. The issue had been occurring on and off over the last month but the last couple days, this screen was all he had been getting. Patient also noted this same issue occurred several months ago and he spoke with a local rep to resolve the issue. The last time patient was able to successfully charge the device was about 2 weeks ago. Patient was unable to communicate with external devices. Patient also got poor communication on his programmer. Troubleshooting was done; upon exiting al feature and starting charge session, patient got an informational power on reset (por) message. The message then disappeared and the implant began taking a charge like normal with 4 coupling boxes. Patient was then able to obtain 8 boxes after repositioning the antenna. Patient said the implant battery looked depleted on the insr screen. Patient was told to recharge his implant as much as he can before attempting to connect with the programmer. Patient was encouraged to call back if he continued to get the por message on the programmer. He poor communication on recharger issue was resolved however it was not known if the por had been cleared or if patient was able to sync properly with his programmer. Patient were to call back if further assistance was needed. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
Patient weight has been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they were unsure what the cause was but could possibly be due to placement of the charger. Patient reported telephone assist to reset and that issue has been resolved.